Manufacturer narrative:
Analysis: the sample was not returned from the user facility; therefore, a device evaluation is unable to be performed. A lot history review could not be completed because the product catalog number and lot number are unknown. A review of the device history record (DHR) could not be completed as well due to an unknown lot number or product catalog number. Conclusion: the actual sample was not received for evaluation. The DHR could not be completed as the lot and product catalog number are unknown. The investigator assessed the event was not related to the study device or procedure. Based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through a clinical registry that after a re-intervention procedure, a single lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesions located in the left popliteal artery. Approximately 4 months after the re-intervention procedure, the patient¿s popliteal vessel was reportedly reoccluded. A revascularization was performed on target lesion 1 with a non-lutonix device and another revascularization was performed on target lesion 2 with a lutonix dcb two days later. The hcp deemed the procedures were successful. The investigator assessed that neither of the reocclusions were related to the study device nor procedure. The sample was discarded by the user facility and is not available for evaluation. No adverse patient effects were reported. There is another product involved with a previously reported event and the associated manufacturer¿s report number is 3006513822-2017-00038.